Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc confirmed the reported issue. Furthermore, the component was disassembled, and the image error was traced back to the r-unit and the video cable unit. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that during a therapeutic procedure, the image turned green while using a video telescope. The procedure could be completed successfully without patient harm or delay of the procedure. There was no injury or health damage due to the reported event.